Manufacturer narrative:
The product was returned for evaluation and testing. The report received from the affiliate indicated that during a coil embolization procedure, the physician used a 150/5 cm prowler select plus 45 shape microcatheter (mc) and encountered difficulty advancing two coils: a trufill dcs orbit mini complex fill 3.5 x 7.5; and a trufill dcs orbit mini complex fill 2.5 x 3.5. An agility 10 soft guidewire used during the procedure was noted to have a kinked/bent distal tip during the procedure. The distal tip of the prowler select plus mc was also noted to be kinked/bent during the procedure. There was no reported patient injury. The physician completed the procedure successfully using other products. There is no information available regarding the target lesion or vessel characteristics. All of the products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. An adequate continuous flush was maintained to the mc at all times. There was no reported loss of access to the target lesion as a result of the reported product issues. Analysis of the returned 3.5x7.5 orbit found the coil was stretched. (B)(4): the product was returned for inspection. A DHR was performed on the two possible lots associated with the reported kinked agility guidewire (lots 324455 and 324488) with no conformities found within the manufacturing process. Per concert medical report one non sterile agility 10 soft was received in a plastic bag. It was observed during analysis that the guidewire exhibited coil stretches at either side of the mid-joint. All bonds were intact. A slight bend was observed at 9.6 cm from the tip. The od of the coiled section of the device was measured to be .0097" or smaller, meeting the .0100" max od spec. With review of the available information, the reported kinking of the agility and observed stretched condition may have been related to the kinking of the microcatheter. Additionally, based on the report that there were no abnormalities noted prior to use, procedural factors, possible vessel characteristics, device manipulation and interaction appear to have contributed to the events. This event does not appear to be manufacturing related. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event as reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Based on the report that there were no abnormalities prior to use, the damages found on the device appears to have occurred during the handling of the device. Additionally as reported, the distal end of the microcatheter, which was without damage prior to use, was noted to be kinked after removal. Based on this, it appears that procedural factors contributed to the kink in the microcatheter resulting in the coil insertion difficulties. These same factors and device interaction may have also contributed to the stretched condition noted on the returned trufill dcs orbit mini complex fill 3.5 x 7.5. Inspections are in place to prevent this type of damage from leaving the facility. With review of the analysis and the reported information, there is no indication of any device manufacturing issues related to the reported events or condition of the returned devices. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR report # 1058196-2011-00418 and # 1058196-2011-00419. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that during a coil embolization procedure, the physician used a 150/5 cm. Prowler select plus 45 shape microcatheter (mc) and encountered difficulty advancing two coils: a trufill dcs orbit mini complex fill 3.5 x 7.5; and a trufill dcs orbit mini complex fill 2.5 x 3.5. An agility 10 soft guidewire used during the procedure was noted to have a kinked/bent distal tip during the procedure. The distal tip of the prowler select plus mc was also noted to be kinked/bent during the procedure. There was no reported patient injury. The physician completed the procedure successfully using other products. There was no target lesion information available. All of the products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. An adequate continuous flush was maintained to the mc at all times. There was no reported loss of access to the target lesion as a result of the reported product issues. Addendum: analysis of the returned agility 10 soft guidewire indicated that coil stretching was observed at either side of the midjoint. All bonds were intact. Analysis of the orbit mini complex fill 3.5 x 7.5 coil indicated that the coil was stretched.